Event description:
It was reported that the patient had low flow alarms. A cardiac computed tomography (cct) was performed, and no external outflow graft obstruction was found. An echocardiogram was performed, and it showed a full left ventricle. The aortic valve opened with every blow. The event log files confirmed the low flow alarms. A low flow alarm software update was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had asymptomatic low flow alarms. The cause of the low flow alarms was not identified, and it was suspected that the inflow tube was partially occluded. A cardiac computed tomography (cct) was performed, and no external outflow graft obstruction was found. An echocardiogram (echo) was performed, and it showed a full left ventricle. A ramp echo study was performed and showed no changes in pulsatility index (pi) or flow on different pump speed settings. The aortic valve opened with every blow. The patient was treated with metalyse (tenecteplase) on (B)(6) 2024. There no changes to the patient's anticoagulation setting. All parameters were fine after the treatment. The patient had no aortic insufficiency. The event log files confirmed the low flow alarms. A low flow alarm software update was performed which resolved the alarms.

Manufacturer narrative:
Section b1: corrected. Section h6: corrected. Manufacturer's investigation conclusion: the reported low flow alarms were confirmed by an onsite abbott representative. Additionally, evaluation of the submitted log files confirmed the reported event of low flow alarms. The account reported that the cause of the alarms may have been due to the inflow tube being partially occluded. The patient was treated with a medication for thrombus and all parameters returned to a normal range after the treatment. A specific cause for the reported suspected thrombus could not be conclusively determined through this evaluation. It was reported that the patient had low flow alarms on the running system controller. A cardiac computed tomography was performed that revealed no extrinsic outflow graft obstruction. An echocardiogram showed that the full left ventricle and aortic valve opened with every blow. All patient values, including blood presume, volume, and right ventricle function were in a normal situation. The hospital requested that the patient received a low flow threshold adjustment. Evaluation of the submitted log files confirmed the reported low flow events. No other notable events were noted, and the pump appeared to operate as intended at the fixed speed. Additional information revealed that the patient was treated for thrombus on 02jul2024 due to a suspected occlusion in the inflow tube. All parameters were normal after the treatment. The low flow alarms resolved after the software update. The patient experienced no symptoms during the low flow alarms. The patient did not have aortic insufficiency, and there were no changes on anticoagulation settings. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) with no further events reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the hm 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis as an adverse event that may be associated with the use of the hm 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management" lists thromboembolism as a potential late postimplant complication and contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.